Event description:
Ous MDR - after an implantation time of 31 months, inappropriate shock deliveries were reported. Afterwards, the ICD could no longer be interrogated. The ICD was explanted. No date of implant was provided for this device.

Manufacturer narrative:
Ous MDR.